Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the root cause of the reported issue was due to a shorted diode, cr20, on the power pcb assembly. This caused the device to not power on.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, auxiliary power cable assembly and battery power cable assembly proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.